Event description:
It was reported that the bd microbore tubing extension sets experienced blockage. The following information was provided by the initial reporter: the tubing is not patent and fluid does not pass through the tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing is not patent and fluid does not pass could not be verified due to the product not being returned for failure investigation. A device history record review for model 30914 lot number 21119829 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd microbore tubing extension sets experienced blockage. The following information was provided by the initial reporter: the tubing is not patent and fluid does not pass through the tubing.